Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up, during testing the right atrial lead exhibited noise. The lead would continue to be monitored.